Manufacturer narrative:
Analysis of the recharger, (B)(4), found evidence of broken connector pins. Please note the revised product return date and status. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
It was reported that the ins recharger (insr) would not charge while plugged into the desktop charger (dtc) due to a broken connector, and it (the insr) was completely depleted for approximately a week. The patient has been unable to recharge the ins due to the depleted insr and the ins has been depleted for approximately a week. A replacement dtc was sent to the patient, no symptoms or additional symptoms were reported.